Manufacturer narrative:
The initial reported event of infection was received on (B)(6) 2019. Of note, the serious injury is normally submitted via an alternative summary report that would have been due on (B)(6) 2019. Information was subsequently received on (B)(6) 2019 and revealed an out of specification analysis finding. As this new information does not qualify for summary reporting, this report is therefore being submitted as a 30-day report. Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the system was removed due to infection. No further patient complications have been reported as a result of this event.